Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that during discussions with biomed, the tpc observed two full racks of ¿red tagged¿ devices in front of the biomed shop. Biomed stated that these were devices that were provided by the remediation team for issues found during the remediation in july. The tpc performed a quick review of multiple lvp devices and noticed several devices with reported iui corrosion, damage, or 3rd-party iui connectors. These reported findings could be contributing factors for the reported ¿communication errors¿, which led to the site visit. The issue was observed by bd associate during their site visit. There was no patient involvement. No further information available.